Event description:
It was reported that a pt who underwent anterior capsulotomy, lens fragmentation, and corneal incisions with the catalyst system (system) subsequently experienced an anterior capsule tear in the operating room (or) during the surgical procedure to remove the cataract. The surgeon noted the capsule tear while removing the cortex with irrigation and aspiration. No add'l complication and/or medical intervention were reported.

Manufacturer narrative:
Investigation of this incident included analysis of the system database and the system optical coherence tomography (oct) recording. The system video display recording and the operating room surgical video were not available for analysis. From the analysis of the system database and the system oct recording there were no anomalies found and all settings and parameters of the system were found to be within acceptable limits. System database video images indicated the absence of, or minimal, eye movement during the laser treatment. Additionally, it is unk if the surgeon used the standard continuous curvilinear capsulorhexis (ccc) surgical technique to remove the capsulotomy disc. The catalyst system performed as design; however, the cause(s) of the anterior tear is unk.